Manufacturer narrative:
(B)(4). Method: the five complaint rt265 infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The complaint circuits were visually inspected and pressure tested. Results: visual inspection of the returned expiratory limbs revealed that all five limbs had cracks on the proximal connectors. Pressure testing revealed that the five circuits were outside of specification. A lot check was not performed as lot information was not provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. The complaint circuits all passed the initial leak test before patient use which indicates that the reported event occurred during use. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. The user instructions also state the following: - do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative, that the collar on the expiratory limbs of five rt265 infant dual-heated evaqua2 breathing circuits were found cracked after one to four days of use. The five incidents occurred on (B)(6) 2016. No patient consequence was reported.